Event description:
The customer reported that while the central station was in use monitoring patients along with ambulatory telepacks, the system displayed the following error message before going to a blue screen: "a problem has been detected and windows has been shut down to prevent damage to your computer." This happened three times in less than 24 hours. No patient injury was reported.

Manufacturer narrative:
The company service representative replaced the main hard drive and the disclosure drive. The system was tested to factory specifications. It functioned normally and was returned to use.